Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a high blood glucose level. Customer's blood glucose level was 373 mg/dl. Customer stated that the sensor glucose reading was 130 mg/dl. Customer blood glucose level elevated to 387 mg/dl during the call. Customer treated with a manual injection. Customer found a previously received no delivery alarm, but the customer did not hear the alarm. Customer disconnected at the quick release. Customer stated that he was blind and only has one eye. Customer wears glasses for one eye that is working. Customer verified that the insulin did exit the tubing after running a manual prime. Customer's pump settings were reviewed and were found to be correct. Customer had low reservoir and no delivery alarms in the alarm history. Pump passed the high pressure test. Customer was advised that the pump was working as designed. The old infusion set will be replaced. No additional information provided.